Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The peritonitis was manifested by abdomen pain, fever and cloudy fluid. The patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) injection of meropenem (1 gram, once a day, duration not reported) and ip injection of vancomycin (1 gram start dose) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available as the reporter declined follow up.